Event description:
It was reported by the customer that on (B)(6) 2010, the fiber cap detached inside of the patient at 22,000 joules. Also, it was reported that the fiber cap was retrieved. No patient injury was reported. The device was not returned for eval.